Manufacturer narrative:
(B)(4). Evaluation summary: there was no reported condition. Each needle was detached from the suture. Each suture was in the retainer. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the detached sutures. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as it could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
No event information was provided by the reporter.